Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that in early (B)(6) 2010, the pt heard a banging noise from her cochlear implant and then the sound became intermittent. For the next two days, she could only hear buzzing whenever she pressed on the coil, otherwise, she was unable to hear any sound. On the third day, her implant stopped functioning totally and since then she has not heard any buzzing noises. Since this episode, she has been unable to hear any sound. There has been no reports of any head trauma, infections or any other medical concerns. Testing confirmed that the device has stopped functioning within specification.